Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of a report received from an (B)(6) healthcare facility involving a c-flex 570c intraocular lens. The event description provided to rayner states that the healthcare professional observed a crack in the iol following implantation. For further info please refer to rayner intraocular lenses limited's MDR report (B)(4).

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for the c-flex 570c iol batch 033e46178 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol ((B)(6) 2013) concludes that no other incidents, of any type, have been received against the c-flex 570c iol batch.